Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary service and repair evaluation: the customer reported that 03602042, 2 n.m t-handle, was found to be out of drawing specification. The drawing specification is 12.23 ¿ 12.77 n.m. The torque tested low ¿ 11.88 n.m. There was no known patient or hospital involvement. The repair technician reported a test and torque analyzer due to it was reported that the torque handle was not functioning correctly. Testing of this device is not currently available locally or at the OEM product will be scrapped. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was not confirmed. Device history review (DHR): part # 03.602.042; synthes lot # 0086270-03; supplier lot # 0086270-03; release to warehouse date: 06 oct 2022. Manufacturing site: s. S. White medical products I. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complain (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: lot provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. As the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 30, 2024 during routine incoming inspection of a loaner set at the hospital , it was observed that the t-handle, was found to be out of drawing specification. The drawing specification torque tested low. There was no known patient or hospital involvement. This report is for one (1) 12nm torque limiting wrench for dual-opening uss. This is report 1 of 1 for complaint (B)(4).